Manufacturer narrative:
An event regarding product mix involving a scorpio ts distal block was reported. The event was confirmed. Method & results: device evaluation and results: the packages returned were for catalog number 75-1-0705, scorpio ts distal block, lot number knzr. The devices inside the package were catalog number 75-2-0510, scorpio ts posterior fem block, lot number aby7e. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other event was reported for the lot indicated. Conclusions: the investigation confirmed the reported event of a product mix between the scorpio ts distal block and scorpio ts posterior fem block. The event was investigated as part of an nc, the nc concluded the root cause was that line clearance procedures were not followed during manufacturing.

Event description:
When the surgeon opened the box of the 75-1-0705 implant inside the box found another implant 75-2-0510 (lot aby7e). In order to continue and finalize the surgery he implanted other implant size. Surgery was for the left knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When the surgeon opened the box of the 75-1-0705 implant inside the box found another implant 75-2-0510 (lot aby7e). In order to continue and finalize the surgery he implanted other implant size. Surgery was for the left knee